Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Other text : device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix ant mesh. Later the patient experienced frequent urinary tract infections, incontinence, dysuria and erosion of mesh. Net erosion after the pelvic floor repair with the use of synthetic material. Antibiotics were prescribed.